Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated 5-6 months ago he noticed the recharger was not acting right. Pt stated the recharger would show the ins was fully charged faster than it did before. Pt stated then the ins battery would deplete faster and he had not made any changes to his programming. Pt stated 3 weeks ago he was not able to charge the ind at all. Pt reported seeing "reposition antenna" screen when trying to connect. Pt stated he lost his pt programmer so he cannot verify if he can connect with that patient services (pss) walked pt through al and pt reported seeing 58 - pt is able to connect and charge the ins after al and stated he has full coupling with the ins at this time. Pss suggested pt stay connected and charge the ins to complete. The troubleshooting steps that were taken on the call resolved the issue. Pss suggested that pt have the ins checked regarding the ins battery depleting faster than it used to. Pt stated that he has an hcp appt scheduled for (B)(6) 2021 - pt does not know the time of the appt. Pss is sending an fyi message to the field as fyi> additional information was received from the patient. It was reported the patient called back and said on saturday, they started charging, and showed that the implant was half-way charged, but then they couldn't turn it on. The patient said today the recharger is showing that the implant is over 3/4 of the way charged with full bars across. On the call, the patient tried to turn the stimulation on, and described seeing a doctor screen with a triangle in the upper left corner and "por". Pss reviewed this will require assistance from a manufacturer representative (rep). The patient said they have their appointment coming up on (B)(6) and they will call their rep to let him know. The patient said they will take a few pain pills in the meantime.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.